Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst hip implants. The rio could not be utilized in the surgery because there was a software issue in that there was no pelvic model displayed during the patient landmark collection phase. The surgeon performed a manual hip arthroplasty with a 51 minute case delay.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A supplemental report will be filed when additional information is obtained.